Manufacturer narrative:
This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a posterior repair with perineoplasty, advantage fit mid-urethral sling placement and cystoscopy procedure performed on (B)(6) 2016 to treat outlet dysfunction constipation,perineocele, rectocele, and stress urinary incontinence (sui). At the end of procedure, there was good pelvic support with 2 fingers easily passed through the vaginal introitus showing good vaginal caliber. There were no stitches in the rectum on digital rectal exam. Also, there was good hemostasis and an anatomically correct perpendicular plane between the posterior vagina and a perineal body. Moreover, there was no trocar injury or mesh on cystoscopy. On (B)(6) 2016, after the procedure, the patient had no adequate pain control, she stated that percocet did not help with her pain, and it only make her "hyper". So, the patient was instructed to call the physician and request a change of her pain medication.